Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 01/14/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt suffers from hemophilia a, and is prescribed heparin to clear the portacath (port) in his left arm and to prevent clots. He is on immune tolerance therapy and receives recombinant factor viii daily and infuses novoseven for breakthrough bleeds. In (B) (6) and (B) (6) 2008, the pt began experiencing trouble with elbow bleeds, where his elbows would get extremely swollen and painful. The pt was also suffering from a low-grade fever, was not feeling well, and began experiencing rapid weight loss. In (B) (6) 2008, the pt began complaining of fever and chills, and a blood culture of his port was taken. The blood culture came back positive for serratia marcescens, and the pt was started on levaquin to fight the port infection. In early (B) (6) 2008, the medical supplier informed the pt that covidien's heparin, among other mentioned heparin suppliers in the law suit, had also been recalled and the heparin sent to the pt was from lot number 7113154, included in the recall. On or about (B) (6) 2008, blood cultures still tested positive for serratia marcescens and, as a result, he would have to undergo a procedure to remove his port. The pt has suffered a port infection, rapid weight loss, and continually suffering from chills, fever, nausea, vomiting, diarrhea, and night sweats between (B) (6) 2007 and (B) (6) 2008.